Manufacturer narrative:
One single triple dpt kit with IV set and pressure tubing was returned for evaluation. The reported event of pressure value inaccurate was not able to be confirmed. The dpt zeroed and sensed pressure accurately on pressure monitor. Pressure did not show any drift during output drift testing and met specification. Electrical testing showed that both input impedance and output impedance were within specifications. Zero-offset value also met specification. No visible defect was found from the dpt cable connectors. The lot number was not provided thus a device history record was not reviewed complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that arterial blood pressure value was inaccurate on the first day of use. Value shown on the monitor was about the same as that of pap, although the numerical value was unknown. Expected value was 200mmhg by means of manchette. The pressure waveform gradually went down. The customer performed manchette measurement and also flushed to troubleshoot. It could be zeroed before use. Only the arterial line was exchanged to a single kit. As for occlusion, leakage, or kink, the customer presumed none of them would have observed since it was able to perform flushing. Philips patient monitor was used. Patient demographic information requested but unavailable. There were no patient complications reported.